Event description:
It was reported that the attune ps fem trial sz 6 rt was cracked while impacting. There was no delay or issue to patient.

Manufacturer narrative:
Product complaint # (B)(4). H6:part/ component/ sub assembly term not applicable (g07001). Investigation summary: it was reported that the 6 right ps femur trial was being used during case and cracked while impacting. Once doctor noticed the crack, they decided to proceed using a metal femur trial instead. Plastic femur was retrieved. There was no delay or issue to patient. Case continued as planned with no problems. The device associated with this report was returned to depuy synthes for evaluation. Visual investigation of the returned device found signs of breakage at the middle of the attune ps fem trial sz 6 rt. The broken fragment was not returned for evaluation. Signs of cracked were not observed. The fracture surface is consistent with overload due to a combination of heavy impaction and the trial fitting too tight over the posterior/anterior aspect of the resected femur bone forcing the curved features of the femoral trial to open. The combination of heavy impaction and possible discrepancies in the resection depth between the femur and the trial suggest unintended user error. A dimensional inspection was performed not performed since it is not applicable to the complaint condition. A functional test was not performed since it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune ps fem trial sz 6 rt would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.